Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
The aida holter memory of the pacemaker involved in this MDR was found empty on (B)(6)2011. The physician asked for the root cause of the reported behavior.